Event description:
It was reported the avm was treated with onyx and resected on the same day. Subsequently, intracranial hemorrhage occurred and the patient experienced paralysis symptom on left body. The patient is recovering at rehabilitation. No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were consumed in the event. Model# and lot# of the onyx involved:model# lot# dom expiration105-7100-080 8164455 2/11/2010 12/1/2012105-7100-060 8990685 7/21/2010 4/1/2013105-7100-060 8811866 6/29/2010 3/1/2013(B)(4)